Event description:
We were notified that there is noise on this lead and impedances have changed. Impedances are now 170 ohms, which is still within normal parameters. The physician will evaluate. This file will be updated should additional information be received.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.